Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being hamed as a result of this malfunction. Lot info is not available. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that nurse inserted fms into rectal vault of pt an installed 5-10 mls of fluid when the valve shut off. She adjusted the syringe and tried to withdraw the fluid with no results. This device was removed and discarded. A second one was used and was inserted with no difficulty. No untoward effects to pt.